Event description:
The initial reporter received questionable reactive elecsys anti-hbc ii results for one patient sample tested on the cobas e 402 analytical unit. On (B)(6) 2026: the initial result from the analyzer was 0.365 coi (reactive). The repeat result from the analyzer was 0.377 coi (reactive). The patient sample was sent to another laboratory. On (B)(6) 2026, the repeat result from the liaison xl murex a-hbc (diasorin), which uses the chemiluminescence immunoassay (clia) laboratory method, was >2.70 ui/l (negative).

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6).